Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks after implant, prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7130132.

Event description:
It was reported that the patient developed an infection following an implant procedure. The physician believes that the infection was not device or procedure related, and the cause was unknown. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well. The explanted devices were discarded by the facility.